Event description:
It was reported that during post-implant check, chest x-ray revealed that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood/ tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.